Event description:
It was reported that during an open hysterectomy procedure, the hand activation of the device didn't work. Procedure completed using the foot pedal. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.